Manufacturer narrative:
Cts ordered a replacement waste bottle for the customer. Service was not dispatched for this event. Hardware is the root cause for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported that they discovered a waste bottle for the unicel dxl 600 access immunoassay system was cracked. Customer stated to customer technical service (cts) that there was no spill or leak associated with the cracked waste bottle. There are no reports of injury to the user.